Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient underwent initial catheter ablation for atrial fibrillation and suffered a cardiac tamponade requiring pericardiocentesis during the ablation procedure and completely recovered by the time of hospital discharge. Title: ¿an e/e ratio on echocardiography predicts the existence of left atrial low-voltage areas and poor outcomes after catheter ablation for atrial fibrillation.¿ the purpose of this study was to elucidate the association between the diastolic early transmitral flow velocity/mitral annular velocity and left atrial low-voltage-area existence, and the prognostic impact of the e/e0 on procedural outcomes in patients undergoing af ablation. 215 consecutive patients were enrolled in this study. This study was conducted from december 2014 to december 2015. Smarttouch thermocool ablation catheters were used in this study, however catalog and lot number were unknown.